Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On the early morning of (B)(6) 2025, the patient received a cgm alert indicating an urgent low glucose level of 55 mg/dl, with a rapid downward trend. No blood glucose meter (bgm) test was performed at that time. The patient reported feeling tired and consumed one glass of orange juice. Approximately one hour later, another urgent low cgm alert was received, though the exact cgm value was not provided. Again, no bgm test was performed, and the patient consumed an additional glass of orange juice. About an hour later, the patient observed an ¿urgent low soon¿ notification on both the phone and receiver, with the cgm reading at 62 mg/dl. At that point, two bgm tests were conducted, both showing readings over 600 mg/dl. The patient contacted dexcom to report the issue and was advised to reach out to their healthcare provider and replace the sensor. Following dexcom¿s guidance, the patient contacted their doctor, who recommended removing the sensor and going to the emergency room. The patient reported symptoms of thirst and lightheadedness. The patient¿s husband transported them to the ER, where they arrived around 9:00 am. Blood tests and bgm confirmed glucose levels exceeding 600 mg/dl. The patient was treated with IV fluids and monitored to reduce glucose levels, though the exact number of IV bags administered was not confirmed. By approximately 5:15 pm, the patient was discharged with a bgm reading of 256 mg/dl. A new cgm sensor was inserted prior to discharge, and the cgm reading was reported to be within 30 mg/dl of the bgm value, though the exact cgm value was not confirmed. At the time of reporting, the patient was reported to be feeling okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm was showing glucose level of 55 mg/dl. At the ER, the patient's blood glucose were checked and it was reported to fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.